Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported a pulsating sensation in their neck. Of note, holter monitoring showed high-rate episodes. Additionally, the right atrial (ra) lead exhibited a decrease in pacing impedance measurements from the 700 ohms range to the 500 ohms range over the past year. Technical services (ts) reviewed the stored episodes and noted that the description of symptoms and the realtime electrograms (egms) captured during the follow up were similar to high-rate ventricular tachycardia (vt) events, which, have been recorded for years. Ts also discussed the option of taking an x-ray to review lead position compared to implant, although a dislodgment was felt to be unlikely. Additionally, ts noted that during the recent in clinic follow up, the ra lead was programmed from auto to fixed output, but there was no indication of compromise to the ra threshold prior to that change. Ts discussed the possibility of the patient's ectopy contributing to av dissociation and discussed increasing the lrl to suppress ectopy. Additional information was received that during in clinic follow up, right atrial automatic threshold (raat) testing induced a tachycardia arrhythmia. It was felt that raat had been inducing tachycardia arrhythmias. Ra thresholds were programmed from auto to fixed to minimize the chance of further tachycardia arrhythmias. Monitoring will be continued. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.